Event description:
It was reported that patient underwent partical knee replacement procedure in 2003. Subsequently, radiographs indicate that anterior portion of component had fractured. Revision procedure was performed 2008. No further details have been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed on february 18, 2008.